Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with "damage, infusion not lower" was confirmed during evaluation. The cause of the reported condition was determined to be a broken pump head door. The pump head door and required parts were replaced as per service manual to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage, infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the "equipment will not dispense." The event was reported to have occurred upon power up in the general patient ward. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.